Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you provide the operative report for your procedures? What date did you present with symptoms after the 2006 procedure? What date did the issue begin after the 2007 procedure? What was your surgeon opinion regarding the symptoms? Did you receive any medical treatment for your symptoms? What was the surgeon opinion of the causative factors for your infection post op? Were any cultures taken of the sores? What were the results of the cultures? What is your surgeon¿s name and contact information? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation?

Event description:
It was reported that the patient underwent a hysterectomy procedure on (B)(6) 2006 and the suture was used. Following the procedure, the patient experienced pain and infection and oophorectomy procedure was performed on (B)(6) 2007. Since then the patient has continued to experience pain. Two weeks ago the patient developed some sores where the right abdominal incision had been for her oophorectomy and noticed the suture started coming out as dark brownish in color, coarse, and the fibers would not split. As the patient stated, she, currently, has a full body staph infection that is currently being cultured and analyzed. Additional information has been requested.